Event description:
It was reported that the patient had a power-on-rest (por) condition on their neursotimulator following a procedure at a hospital where she was being assessed for a heart condition. Additional information was requested and a follow-up report will be sent if obtained. See also manufacturer report # 3004209178-2011-10097 for a subsequent power-on-reset event.

Manufacturer narrative:
Lead model 3889-28, lot #v516929, implanted: (B)(6) 2011, explanted: na, programmer model 3037, serial #(B)(4).

Event description:
Additional information received noted that the patient had received assistance from their physician or the manufacturer's representative and their concerns were resolved. Appointment was (B)(6) 2011.